Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported the patient was placed onto impella support for high-risk percutaneous coronary intervention. Patient experienced some bradycardia and aberrant rhythms post-impella placement. Two perclose and angioseal were required to achieve hemostasis upon removal.

Manufacturer narrative:
Correction e4: the investigation of the reported failure mode has been completed. No product was received for evaluation. Arrhythmia the cause of the injury was unable to be determined due to insufficient clinical details. Major bleed : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the device passed all post sterile inspection checks.